Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77155ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In this case, per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml (34.2ng/l). Abbott has not established expected ranges for male patients older than 73 years old. Based on the investigation the architect stat high sensitive troponin-I reagent lot 77155ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a 77 year old male patient. The following data was provided (customer provided reference range: 0 to 0.034 ug/l): (B)(6) 2025: initial result = 0.923 ug/l, repeat = 0.921 ug/l, peg result = 0.006 ug/l, siemens = negative, roche = negative no impact to patient management was reported.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a 77 year old male patient. The following data was provided (customer provided reference range: 0 to 0.034 ug/l): on (B)(6) 2025: initial result = 0.923 ug/l, repeat = 0.921 ug/l, peg result = 0.006 ug/l, siemens = negative, roche = negative no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.